Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted as the lead was dislodged and pulled back to the superior vena cava. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted as the lead was dislodged and pulled back to the superior vena cava. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. Device was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The dislodgement allegation was confirmed based on observation of a stretched-out/bent helix..